Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within the common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2009. According to the complainant, the patient had a non-resectable progressive malignant tumor within the distal common bile duct. On (B) (6) 2010 the patient was admitted to the hospital with icterus. On (B) (6) 2010 a percutaneous transhepatic cholangiography was performed. At this time it was noticed that the stent was occluded with tumor ingrowth. External drainage was inserted to alleviate the cholestasis. Propofol was used during procedure. The stent remains implanted and the patient remains hospitalized. The patient condition post procedure was reported to be "stable".

Manufacturer narrative:
(B) (4)- no code available (medical intervention required; hospitalization). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within the common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, the patient had a non-resectable progressive malignant tumor within the distal common bile duct. On (B)(6), 2010, the patient was admitted to the hospital with icterus. On (B)(6), 2010, a percutaneous transhepatic cholangiography was performed. At this time, it was noticed that the stent was occluded with tumor ingrowth. External drainage was inserted to alleviate the cholestasis. Propofol was used during procedure. The stent remains implanted and the patient remains hospitalized. The patient condition post procedure was reported to be "stable". Additional information was received on (B)(6), 2010 and (B)(6), 2010: the patient is in hospice, as this is terminal care of a patient with a non-resectable malignant tumor obstructing the duct. The ptc drainage is the final attempt to alleviate the symptoms from the tumor disease.

Manufacturer narrative:
As the device has not been returned, boston scientific could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication. This root cause is assigned due to the fact that stent obstruction secondary to tumor ingrowth through the stent and tumor overgrowth at the stent ends are listed in the dfu for this product as potential complications related to the use of this device.